Event description:
Customer reported two cases of diffuse lamellar keratitis (dlk). Refer to MDR report 3006695864-2013-00277 for the second patient. Patient with stage 1 dlk on the right eye. Patient was treated with zylet and durezol. No flap lift and rinse was performed. No loss of best corrected visual acuity. Patient is asymptomatic. Additional follow up information was obtained. Patient's symptoms resolved. There was no lift and rinse. It resolved on (B)(6) 2013.

Manufacturer narrative:
Amo's clinical development manager spoke with the customer. Physician does not feel dlk related to laser. (B)(4) discussed possible causes of dlk with physician such as cleaning regimen; new products being introduced and venting being cleaned and new filters put in. Staff follows lca protocol for cleaning very closely. No new products introduced into surgery. No new drop regimen either. Nothing specific stood out while cdm observed surgery. Staff very specific following sterile protocol as best they can both during and before surgery. Placeholder.